Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days post the implant of the the patient's extravascular implantable cardioverter defibrillator (ev-ICD) the patient fell. Six days later, the patient was admitted to the hospital. It was noted that there was a hematoma around the surgical site and on the abdominal wall. Due to the fall bleeding was observed at the surgical wound site. The patient's hemoglobin levels were reported to be stable. The device remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.